Event description:
Reporter alleged pts' blood glucose measured 135 mg/dl compared to lab results of 50 & 51 mg/dl. It was stated quality control testing was performed within the past 24 hours of testing and the values "passed on both levels". Reporter stated being unable to provide whether the pt had any actions taken or treatment received as a result. Reporter indicated being unable to provide any further pt info. A request was made for the return of the suspect device and replacement product was sent.